Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to over-sensed noise. The patient was seen in-clinic where provocative maneuvers and postural changes were performed. It was initially hypothesized that the shock was delivered due to an s-ICD electrode fracture. The device data was forwarded to boston scientific technical services who discussed that the inappropriate therapy delivery was consistent with over-sensed sense node b artifacts. Despite low r-wave amplitude measurements, the physician elected to reprogram the s-ICD to the secondary sensing vector. At this time, the system remains implanted and no additional adverse patient effects were reported.